Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that premature catheter releases occurred during use with a unspecified bd catheter. The following information was provided by the initial reporter. "From clinician: "my starting my patient's IV with the new 18 gauge needles the catheter had fallen off, leaving only the needle in my patient's arm with no catheter. I had to restart her IV at a new site with a new needle/catheter."